Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and severe scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's spouse reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 4.8 mmol/l. Customer's spouse didn't recall any significant event which may have cause the device to alarm. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's spouse agreed to return the device for further analysis.